Event description:
Customer stated, "both bags are from the same lot. Collection was done on 2/6/2006 and bags had been frozen since then. Event was on 3/1/2006. Rptr does the collection, freezing, and infusion for this event. There were a total of 4 bags collected for this pt and 2 bags were requested for the infusion on 3/1/2006. 1 bag was noted to have a shatter pattern on the side of the bag when removed from the freezer and 1 bag was noted to have a tiny hole on the seam on the left hand corner. The bag that has the shatter pattern is being stored as backup for infusion and is not available for eval. The pt received vancomycin IV as a result of this event. The infusion of the product was completed through a triple lumen subclavian central line. Pt did not receive the product from the bag with a crack in it, however a total of 3 bags of product were infused to the pt, each bag contained 1.44 x 10 6 cd34/kg cells. Pt received total of 4.32 x 10 6 cd34/kg. There were 70ml of product in each bag. Facility uses metal cassette for freezing and storage. The freezing is done with a controlled rate freezer and storage is in vapor phase of liquid nitrogen at -180 degrees centigrade."